Event description:
Device malfunction: tip separation and premature deployment. Time of malfunction: during the procedure in 2007. Symptoms/ae: none. It was reported that in a left common femoral access to a right popliteal artery target lesion, two dynalink stents were placed distally, one in the proximal popliteal and one in the distal sfa. The stents were placed through an ansel 2 sheath over a .014 extra sport guide wire. Following the implantations, it was decided that a 3rd stent should be implanted to treat a lesion in the popliteal, behind the knee, distal to the first stent. A 3rd dynalink sds was advanced through the previously implanted stents; however, became stuck approximately 10-15mm shy of the distal end of the first stent. The physician pushed the sds fairly hard, but would not advance. He decided to withdraw the sds and during withdrawal, it was noted that the sds tip was not moving on the flouro screen even though the sds was being pulled back and out. During this withdrawal, it was noted that the stent prematurely deployed. When the entire sds was removed from the patient, the doctor noted the hypotube had snapped in the middle and the tip remained in the patient's body. The hypotube had stretched out and was stuck distally, peeking out of the sheath contralaterally. No resistance was felt in the sds on pullback. A 4fr snare catheter was advanced over the .014 guide wire, the stretched hypotube to the point where it was close to the stuck tip and the tip was retrieved. No prolonged hospitalization was reported. No additional information available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the dynalink was returned with blood visible throughout the shaft. The stent had not been deployed and remained sheathed under the distal outer member and was located 1.5mm distal to the proximal marker. The tip of the catheter along with the inner guidewire lumen were separated from the device and returned stretched and necked down on a guidewire. The guidewire, dynalink tip and the inner guide wire lumen were returned advanced through a snare catheter which was advanced through a cook introducer sheath. The length of the necked down guidewire lumen attached to the guidewire measured 165.5 cm overall length. The inner member coil was detached from the stent holder at the bond. There were 3 indentations on the returned tip of the catheter. There were 6 kinks on the stent holder located 1.4cm, 2.2 cm, 2.6 cm, 3.0 cm, 3.9 cm and 4/6 cm proximal to the distal marker band. The handle was returned in the locked position and the slider had not been retracted. There were no other anomalies to report. The outer diameter of the returned guide wire was measured. Quality engineering reviewed of the incident information and the analysis of the returned device. It was reported that the account observed that the dynalink separated inside the patient and was required to be snared, to be removed. The returned unit displayed multiple damages. The tip had scratches/indentations most likely resulting from being advanced through a previously deployed stent(s). The stent holder had multiple (6) major kinks that point to either the catheter being advanced through a sharp radius, catching the tip during advancement or rough handling. The separated (torn) stent holder and the guidewire lumen that necked down and stretched along the entire length of the .014" guidewire indicate a tensile overload. The tensile pulls from this lot show that the pulls were more than double the spec requirement. The damage separated stent holder, multiple kinks, necked and stretched guidewire lumen, and torn outer member indicate a tensile overload (which would be expected by pulling a catheter when the tip were stuck). This type of damage is not manufacturing related. The bond for the stent holder displayed appropriate coverage for a good bond. No specific root cause was identified. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. All bonds and shaft are 100% visually inspected for damage and voids and a sampling is tensile tested. All tensile testing showing excellent bond strength. The MDR is considered closed by the quality assurance department.